Event description:
It was reported that the magic 3 catheter was bent.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended use: the catheter is intended for urinary bladder drainagein patients requiring catheterization for managementof incontinence, voiding dysfunction, and surgicalprocedures.please contact your physician to determine whichproduct options are best for you, paying closeattention to product warnings/ precautions andadverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet.tip the catheter pouch end-to-end three to six timesso the water moves back and forth to thoroughly wetthe catheter surface. Peel open the pack at the funnel end just enoughto expose the insertion sleeve. Don¿t remove thecatheter yet. Use the adhesive tab at the funnel endof the pack to stick the pack to a nearby verticalsurface while preparing to catheterize. Wash the area around the meatus beforecatheterizing. Wash your hands again. Hold the insertion sleevewith your dominant hand and squeeze it to grip thecatheter shaft as you remove the catheter from thepack. Next, hold the catheter funnel above the insertionsleeve with your other hand and slide the insertionsleeve down the shaft, stopping at about 6¿ from thetip. Release the funnel.using the insertion sleeve to hold the catheter firmly,gently pass the tip of the catheter into your urethrauntil the insertion sleeve nears the meatus. Repeatuntil urine starts to flow. Try to keep the catheter steady until urine stopsflowing. When urine stops flowing, slowly withdrawthe catheter, stopping if flow starts again, until the lastfew drops have drained. Finish by disposing of the catheter and its packaging.wash your hands with soap and water.warning:this is a single use device. Do not reuse. Reuseof a single use device increases the risk of catheteracquired urinary tract infections.urethral catheter for urological use only. Discardafter use. Made of silicone elastomer."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 catheter was bent.